Event description:
During surgical connection of two ends of colon, a product called the colonring was utilized to maintain anastomosis. Post op day 1 fevers to 104 along with ileus. In 2009, CT indicated concern for anastomotic leak. CT the following day, confirmed a anastomatic leak and pt returned to surgery. Peritonitis obvious along with leak possibly due to failure of colonring. Repair resulted in colostomy with surgical wound left open for subsequent treatment modalities. Dates of use: 2009. Diagnosis or reason for use: to connect two ends of resected bowel.